Event description:
According to the reporter: repairs of all grade 1 leaks (74) were performed using a gelatin sponge and hydrogel sealant overlay. Within the 74 patients with a grade 1 leak that received hydrogel sealant, 2 developed a post-operative csf leak 6 weeks post-surgery. Both cases were related to bouts of sneezing and were repaired with further surgery or lumbar csf diversion. There was also 1 case of meningitis reported within this study group.

Manufacturer narrative:
(B)(4).